Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, hemolysis occurred with 10 tubes. There was no report of patient impact. Report 4 of 4

Manufacturer narrative:
D4. Medical device expiration date: unknown e1. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-may-2024. H.6 investigation summary: bd received two (2) samples for batch 3201200 and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, the customer samples along with thirty (30) retention samples (of each reported batch) from bd inventory, were evaluated by visual examination and no issues were observed. Complaints for sample quality are under statistical control for the month of march 2024. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to determine the specific lot number associated with three of the reported incidences of hemolysis; therefore, a review of the device history record could not be conducted for the unknown batches. This complaint has been confirmed for the indicated failure mode of hemolysis based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, hemolysis occurred with 10 tubes. There was no report of patient impact. Report 4 of 4.